Event description:
Pt having an angioplasty procedure - recannulating the peroneal artery and collaterals to the foot-performed on her right leg. On removal of the nanocross catheter it was noted that the distal tip marker was not intact and was retained in the pt in a branch vessel at the dorsalis pedis - a side branch of an occluded artery. The balloon was functioning properly. It was tip of q2.5 mm x 150 mm, 4f, ev3 product. Tip measured 1 mm x 05.mm wide per the physician documentation.